Manufacturer narrative:
Updated g3. Update b5: describe event or problem, text was modified. Updated event description. H6: medical device problem, annex a code: a24 added, removed a010402 as no longer applicable. Type of investigation, updated codes to: b17. B11, b15 added. Health effect - clinical code, code e2401 added. Investigation findings: code c20 added. C21 is no longer applicable. Investigation conclusions: updated code: code d15 added. D16 no longer applicable. Summary: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Therefore, the cause of the reported event is unable to determine and the root cause remains unknown.

Event description:
The following literature article was reviewed: aytekin b., akkaya b.b., mavioglu h.l., iscan h.z. A retrospective analysis of late open conversions following failed endovascular aneurysm repair. Rev cardiovasc med. 2024;25(10):363. Https://doi:10.31083/j.rcm2510363. The aim of the study was to delineate methods to improve late open surgical conversions [osc] after failed endovascular aneurysm repair [evar]. There were 16 patients [15 male, mean age of 70.8 years old] comprising of 8 elective and 8 emergency osc following evar and all patients had endograft explantation [total or partial] and indication for surgery was for various reasons including endoleaks, migration or graft infection. All preoperative osc data on failed evars operated in our cardiovascular surgery clinic between january 2017 and january 2024. Of the 16 patients, one patient had gore® excluder® aaa endoprosthesis and as part of the study did have osc, however, outcomes and adverse events are not broken down with reference to implanted device.

Manufacturer narrative:
G2, literature: aytekin b., akkaya b.b., mavioglu h.l., iscan h.z. A retrospective analysis of late open conversions following failed endovascular aneurysm repair. Rev cardiovasc med. 2024; 25(10):363. A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. B3: date of event, the date is unknown to gore, it is replaced to the date of publishing of this literature. Date of implantation is unknown; the literature only stated a study date range and was between january 2017 until january 2024. A2 age and a3a, age of patient and sex: the literature has no patient specifics stated, no detail of the age and sex. Therefore, gore has takes the majority of patients stated in this literature, were males. And the mean age is stated as 71 years (rounded). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: aytekin b., akkaya b.b., mavioglu h.l., iscan h.z. A retrospective analysis of late open conversions following failed endovascular aneurysm repair. Rev cardiovasc med. 2024;25(10):363. Https://doi:10.31083/j.rcm2510363. The aim of the study was to delineate methods to improve late open surgical conversions [osc] after failed endovascular aneurysm repair [evar]. There were 16 patients [15 male, mean age of 70.8 years old] comprising of 8 elective and 8 emergency osc following evar and all patients had endograft explantation [total or partial] and indication for surgery was for various reasons including endoleaks, migration or graft infection. All preoperative osc data on failed evars operated in our cardiovascular surgery clinic between january 2017 and january 2024. Of the 16 patients, one patient had gore®excluder®aaa endoprosthesis and as part of the study did have osc, however, outcomes and adverse events are not broken down with reference to implanted device. Contacted the corresponding author for the device related data, serial/lot number and the patient outcome.

Manufacturer narrative:
Updated g3. H6, - health effect - impact code, added code f1903. Code f1901 and f12 is no longer applicable. - type of investigation, code b22 added. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient information including identifiers, age, sex, and weight, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information.